Event description:
Pci balloon kinked, unable to advance through guide catheter.======================manufacturer response for apex monorail, (brand not provided) (per site reporter).======================rep as present.